Event description:
It was reported that the sys 6800's collimator closed down in the wrong mode. No adverse pt involvement was reported. No pt info was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was found that a set screw on the collimator shaft was set in the wrong position. There was no explanation as to why the screw was in the wrong position. Suspect improper maintenance procedures. Reset screw to proper position. The sys was tested and found to be working as intended and placed back into svc.